Event description:
As a result of cervical spine surgery on (B)(6) 2017, using medtronic prestige lp cervical artificial disc (one level) patient now has debilitating cervical neck pain that was not present prior to surgery. Symptoms began right after surgery was complete and have not improved. Patient has completed conservative treatments to reduce or take pain away and none have worked. These include prescription pain medication, muscle relaxers, physical therapy, therapeutic massage and injections. Centered cervical neck pain is constant and daily. Patient cannot move head without severe pain centered on cervical spine. Patient cannot lay back or find any comfortable sleeping position. Pain feels skeletal, mechanical and severe in the cervical neck/spine region. Patient cannot lean forward or bend back without great pain. Cervical spine also locks up with motion and activity. Additionally, skull base pain has also resulted after surgery. Headaches/head pain is constant and greatly reduce quality of life. Patient experienced none of the above prior to surgery. Surgery was entered into for localized pain on left neck only. Patient had no loss of arm or hand function. Patient had no numbness, tingling in hands or arms, was not dropping things, was not falling and was driving a car with no issues prior to the surgery. After surgery, daily activities are extremely difficult to complete.